Event description:
Incident reported as: "two closed clips came out of the device at the initial clip loading. After that, it seemed the clips did not close very well. The defect was identified during surgery. No patient injury or medical intervention was reported.

Manufacturer narrative:
The product device was requested, but not received at the time of this report. The investigation results are not available at the time of this report. A complete investigation report will be sent when available.